Manufacturer narrative:
(B)(4). The device was manufactured august 25, 2014 to august 26, 2014. The device was received for evaluation. Visual inspection revealed that the red coil cap was separated from the housing, and that the housing was malformed. The reported condition was verified. The cause of the condition was determined to be due to the malformed housing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap fell off of a large volume infusor. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.